Event description:
The customer reported that the system would lock up. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The filaments were calibrated. The system was tested operates as intended.